Event description:
A contact lens wearer's parent reported that they experienced a corneal abrasion associated with wear of focus dailies contact lenses. He though left eye was involved but was unable to provide further details. F/u info received on 7/8/10 from the parent indicated that his daughter did not experience an abrasion, but was treated for a "corneal infection by 3 drs and is now fine". She was no longer under treatment but had been advised to wear glasses. He was uncertain how long until she could resume contact lens wear. Request has been made for add'l info, however, no further details have been provided.

Manufacturer narrative:
This event is considered as a possible infectious keratitis (corneal infection). The product was not made available in order to conduct an eval. The device history records and sterility records have been reviewed by mfg and found to be in compliance. (B)(4)